Manufacturer narrative:
Device evaluation: no product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor and main board not operating as intended as a result of fluid ingression or contamination; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. When additional reportable information becomes available.

Event description:
It was reported the device exhibited a two-tone alarm: with no message. There was patient involvement and no patient harm/adverse event reported. The device was operated by the patient, and they had a backup device they were able to switch to, infusion was successful and life sustaining. This is a continuous infusion.